Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery alarm. The customer¿s blood glucose level was 118mg/dl at the time of incident. The customer was assisted with trouble shooting and insulin did not exit. Customer is changing out entire set. The insulin pump is not being replaced and is not expected to return for analysis. No further details are given.